Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery out limit alarm without prior low battery alarm. The patient¿s blood glucose level was unknown at the time of the incident. Customer advised that at this time the cap is being replaced and if problems persist we may request for pump replacement. The device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted.